Event description:
Patient was presented to the interventional lab for a percutaneous transluminal angioplasty (pta) of the external iliac artery. There was heavy calcification, moderate vessel tortuosity and an 80% stenosis of the vessel. There was no information provided as to where the physician made access to the patient or if the physician had any difficulty accessing the lesion with a guidewire. The physician attempted to deploy two palmaz stents to the lesion without pre-dilation. After applying pressure with an indeflator, the balloons mounting the stents ruptured below nominal pressure (atmospheres unknown). The stents were post-dilated by a competitor's balloon (6mm diameter) and the procedure was successfully completed. There was no reported patient injury.

Manufacturer narrative:
The procedure was stenting of an external iliac artery. There was heavy calcification, moderate vessel tortuousity and 80% stenosis . It was reported that both palmaz stent delivery systems were "properly" inspected prior to use. During direct stenting, both balloons ruptured below nominal pressure. Both stents were post-dilated. It was reported that there was no difficulty placing the stents. There was no reported patient injury. The actual products were not returned for evaluation. Review of the manufacturing route sheet revealed no complaint related anomalies. The exact cause of the reported balloon burst could not conclusively be determined without the actual involved product returned. In this case, lesion/vessel characteristics likely contributed to the reported events.